Manufacturer narrative:
Unfortunately, no product was returned for investigation. Therefore, no device inspection could be performed. A review of the device history record showed no repeat issues or information that the system did not meet release specifications. On the 2nd of february 2020, this was confirmed by the distributor indicated that after some minor changes in the settings the issue was considered solved. Hence, the current information does not lead to a clear conclusion concerning the cause of the reported event, however, most likely this event is related to an unintended use error.

Event description:
There are problems with the chamber stabilization, sometimes it collapse. Allegedly all tubings and handpieces are connected correctly.

Manufacturer narrative:
The log files from the unit are being examined.

Event description:
There are problems with the chamber stabilization, sometimes it collapses. Allegedly all tubings and handpieces are connected correctly.